Event description:
It was reported the patient experienced ineffective therapy due to lead migration. As a result, the lead was explanted and replaced to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Correction h11 in initial report should have included narrative: "additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: n/a, batch: (B)(6).